Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that post-operatively, when the patient woke up, the patient had some speech issues. The site performed a magnetic resonance imaging (MRI) that showed possible damage to the brain. The surgeon decided to wait and see if the issue resolves itself. It was reported that they ablated with a damage estimate of approximately 18 millimeters. The total ablation time of the procedure was 6 minutes and they got up to 97% power during the case.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was no delay due to this issue. It was also reported that there was no update provided if the speech issue had resolved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended and had been used in another case without issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: additional information was provided that the patient died. Date of death is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the patient had expired. It was reported that the speech aphasia was present post ablation; the patient would talk and it would not make any sense. The patient was encouraged to stay in the hospital or go to a skilled nursing facility (snf). The patient went home. The patient's family returned the patient to the hospital due to the patient's symptoms. The patient developed clostridium difficile (c. Diff) and dementia like symptoms. The patient was placed in a medical coma. Due to the advanced nature of the c. Diff, the patient's bowel ruptured and caused the death. The resident reported that it was unknown if the infection could have been identified sooner or if sooner treatment would have prevented the outcome. They did not attribute the patient's death to the post ablation complications. Time frame for all was around 2 months. It was also reported that they did not think the post ablation complications were software related.